Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. The patient had severely tortuous thoracic aorta. It was reported that the patient presented emergently with a ruptured thoracic aneurysm from a type I endoleak. The patient had a pre-existing fenestrated juxta-renal graft. Another manufacturer's stent graft was implanted approximately two years ago for repair of aortic disease. This stent graft had migrated distally resulting in a type I endoleak, therefore an additional thoracic graft was implanted. Upon implantation of the second stent graft the proximal end was deployed and opened in a bird beak configuration and required the valiant stent graft to be implanted proximal to this second stent graft in order to address the bird beak issue. The patient's anatomy was every long and extremely tortuous which required the delivery system to navigate 3 s-shaped curves in order reach the thoracic arch and also had an extremely steep aortic arch. All of this led to the placement of a super stiff wire from one groin and continuous through the right subclavian artery (through and through wire) to allow for better trackability of the delivery system. Due to the tortuosity and steep arch, there was some difficulty advancing the delivery system over the arch to the proximal landing zone. Upon advancement of the delivery system over the arch, in order to get the device to the point where it needed to be positioned for proper deployment the tapered tip entered the innominate artery via a 50 degree upward curve. Upon deployment of the stent graft, there was deployment difficulty. This was likely due to the great torque on the delivery system from the tortuous anatomy and steep arch configuration. The deployment of the graft completed. However, attempt to remove the delivery system was not successful and the delivery system could not be moved forward or backward. The tapered tip would catch in the proximal stents. The stiff wire was pulled back into the delivery system. The tapered tip then came into the stent graft and when they were trying to advance it downwards past the arch it got caught in what appeared to be a stent from the other manufacturer's stent graft where the stents are internal to the graft. When trying to move the delivery system in either direction it would not move and broke. The rest of the delivery system was then withdrawn and at this time the bare stent capture mechanism got caught in the bifurcation of the fenestrated graft and it also snapped after several attempts of moving it. The delivery system was not recapped and the sheath was almost out of the patient while the peek tube was the only thing holding the capture mechanism. A portion of the delivery system was pulled out of the patient and the capture mechanism was then retrieved from the artery with forceps. The patient was unstable throughout the procedure and had bleeding and by then went into cardiac arrest for about a minute. The arteries were closed. The patient later expired. The physician stated the death was not device related. The device was discarded by the user facility. It was noted that the expiration date of the product was exceeded at the time of implant. The physician was aware the product had expired and took responsibility for using the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, bleeding); patient's condition affected effectiveness of device (tortuous anatomy, pre-operatively ruptured thoracic aneurysm); unapproved use of device (stent graft was implanted in a patient for the treatment of a patient with a pre-operatively ruptured thoracic aneurysm); failure to follow instructions (implant of an expired product); caused by another drug/device (previously implanted stent graft). Conclusion: device failure/lack of effectiveness related to patient condition (tortuous anatomy, pre-operatively ruptured thoracic aneurysm); operational context contributed to event (stent graft was implanted in a patient for the treatment of a patient with a pre-operatively ruptured thoracic aneurysm); user error contributed to event (implant of an expired product); another device caused failure (previously implanted stent graft).